Event description:
The consumer states that this unit has been in for repair because the yellow light is coming on. When the unit came back from being repaired, the dealer delivered it, and the yellow light came on while they were there. The dealer took it back, kept it a month, but never sent it back in for repair. They brought it back to the consumer and said they were unable to duplicate the issue. Now the yellow light is coming on again, so we will bring it back for repair again.